Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/air removal. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer was not removing air from the cartridges during the load sequence. Tandem technical support educated the customer that this is off label. Customer loaded new cartridges to resolve the issues. There was no reported adverse impact to the customers blood glucose level.